Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of deflation was reviewed on 05-jun-20. Visual analysis of the photographs identified appears to be fluids clear inside the device. One device is full of liquids and the other has a little liquid, however, both devices are not identified by side in the photos sent. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.